Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted during a procedure on (B)(6), 2011. According to the complainant, the patient had a stricture within the sigmoid colon due to cancer of the large intestine. The stricture was 4cm in length. The patient anatomy was not noted to be tortuous. The stent placement procedure was performed in the morning of (B)(6), 2011. The stent was implanted at the site of the stenosis with no issues. Later the same day, a perforation was detected at the site of the stent placement under CT image. In the physician's assessment, the stent may have caused the perforation. The physician had planned to perform surgery at a later date to resect the malignant tumor tissue. However, due to the perforation, the physician decided to perform the surgery that same day. The patient went into surgery at 5pm. During the surgical procedure, the physician was unable to locate the perforation, possibly because the size of the perforation was small. The surgery to resect the tumor tissue was successful. No treatment was administered for the perforation. It is unknown whether the stent was removed. The patient was discharged from the hospital without any complications.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Perforation is listed as a potential procedural and post-procedural complication as per the dfu. Therefore, the most probable root cause classification is anticipated procedural complication.